Manufacturer narrative:
This report filed (B)(6) 2016.

Manufacturer narrative:
This report is filed, may 11, 2016.

Event description:
Per the clinic, the patient experienced extrusion of the device through the post-auricular incision. Topical and oral antibiotics were prescribed, however did not resolve the issue as the device had already extruded. Subsequently the device was explanted on (B)(6) 2016. It was also reported that the internal magnet had dislodged from the device.